Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced worsening condition while connected to a spectrum iq infusion pump programmed to deliver dobutamine solution overnight however the patient's condition was noted to worsen despite incremental increase of the dose from 2.5 mcg/kg/min to 7.5 mcg/kg/min. Infusion therapy was started "at about 22:45 hrs" and at about 09:30 hrs, the nurse during the day observed that "the bag was still completely full even though it was supposed to be infusing". The nurse further noted that "the blue clamp was partially" engaged. It is understood that although there was a partially-engaged clamp, the pump did not generate upstream occlusion alarms. The situation was rectified and the patient's svo2 (mixed venous oxygen saturation monitoring/ decreased cardiac output) "immediately improved". Dobutamine was resumed at 2.5 mcg/kg/min. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow accuracy and found to deliver within +/-5% range. The device was tested for upstream occlusion detection and was able to properly detect an upstream occlusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed. A series of events matching the customer's report were found in the history log. At 22:50 hrs the user started an infusion of dobutamine at a dose of 2.5 mcg/kg/min at a flow-rate of 12 ml/hr. An "air-in-line!" Alarm was found recorded at 22:52 hrs, which was cleared by the user. The air-in-line alarm was followed by two "upstream occlusion!" Alarms at 22:55 hrs and 23:03 hrs. The user then stopped the pump briefly from 23:09 hrs to 23:12 hrs and resumed the infusion. A third "upstream occlusion!" Alarm occurred at 00:10 hrs on the next day. The user resumed the therapy within the same timestamp as the alarm. The pump continued without interruption following the third "upstream occlusion!" Alarm, from 00:10 hrs to 09:28 hrs. It is undetermined from the event log whether the intravenous (IV) line was assessed for or cleared of an upstream occlusion. Based on the results of sample analysis, no device malfunction of the spectrum infusion pump was identified. No correction is required. The customer reported that the slide clamp was partially occluding the line, which could have contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for the spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.